Event description:
Per the customer, during a case the estimated blood loss was in question, the device stated a qbl of 94. The doctor did not believe this reading and recorded 450. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.